Manufacturer narrative:
Due to character limitation, below field are added from e1: event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a low negative pressure.there was no patient involvement.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6 (type of investigation, investigation findings, component codes, investigation conclusions) a getinge field service engineer (fse) was dispatched to evaluate the unit. Upon inspection, the fse determined that the compression pump required replacement of the 5000-hour maintenance kit and valve group. The fse replaced the kit 5000 hr prevent maint (040-00-0147) and the drive manifold assembly (0104-00-0031). In accordance with contract requirements, the eadwires ECG snap int 5l 50in (0012-00-1156-02) and the backup battery sealed lead acid 12v (0146-00-0039) were also replaced. After completing the replacements and performing functional testing, the equipment operated normally. The unit successfully passed all factory-specified performance and safety tests. The equipment was returned to the customer and cleared for clinical use.

Event description:
N/a.